Manufacturer narrative:
Image review: one static image was provided for review. The image provided shows two valves. It was reported that upon initial deployment an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. In this case, it was reported that the valve was deployed, and a post implant dilatation caused the valve dislodgement. Images of the infold and the dislodgement events were not provided for review. Thus, this review is inconclusive. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment at a depth of 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp, an infold was noted in the valve frame. The valve was released from the delivery catheter system, and a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic (bard) balloon. The post-implant bav caused the valve to dislodge from the original implant position. Subsequently, a second valve was implanted in the patient. The second valve was stable and overlapped with the first valve in the aortic arch. The dislodge and infold of the first valve resulted in a 25-minute procedural delay. No additional adverse patient effects were reported. Additional information was received that the patient was rapid paced during the post implant bav. Additionally, per the physician, the infold was likely due to the patient's calcified leaflets.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment at a depth of 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp, an infold was noted in the valve frame. The valve was released from the delivery catheter system, and a post-implant balloon aortic valvuloplasty was performed using a 24 mm non-medtronic balloon. The post-implant bav caused the valve to dislodge from the original implant position. Subsequently, a second valve was implanted in the patient. The second valve was stable and overlapped with the first valve in the aortic arch. The dislodge and infold of the first valve resulted in a 25-minute procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012260000); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.